Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal partially covered stent was implanted in the esophagus during a procedure performed on an unknown date. On (B)(6) 2022, 4 weeks post stent implant, the stent was attempted to be removed. During the procedure, while attempting to remove the stent with grasping forceps, the stent retrieval suture broke and the stent was unable to be removed. The procedure was not completed due to this event and the patient was scheduled for another stent removal. There were no patient complications reported as a result of this event. Note: it was reported that the stent was attempted to be removed 4 weeks post implant. Per wallflex esophageal partially covered stent system instructions for use (IFU): "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended". The user did not follow the warning noted in the IFU. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.